Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. The customer's blood glucose was not impacted. The customer reverted to manual injections for insulin therapy.